Event description:
The manufacturer received information alleging the positive flow verify test step had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was evaluated at the manufacturer service center. During the evaluation it was noted that there was a calibration of the device that had caused this particular test case to fail on the device. In conclusion, the device was recalibrated to address the issue. Additionally, during the service of the device, the rubber feet were replaced due to missing on the device. This was unrelated to the reportable malfunction/issue. The device passed all final testing.